Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported false positive sars results for an unknown number of patients. It is unknown if the patients were symptomatic or if confirmatory testing was performed. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.